Event description:
The facility reported a flo-gard infusion pump with failure code 12, which is an upstream occlusion failure code. According to the facility, it is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. During product evaluation, the door assembly was found to be cracked at the upper hinge stop, indicating failure code 12 was a false occlusion alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with failure code 12, which is an upstream occlusion failure code, was not confirmed nor duplicated during product evaluation. However, during product evaluation, the door assembly was found to be cracked at the upper hinge stop, which is known to cause false occlusion alarms. The door assembly was replaced to correct this condition. Should additional information become available, a follow-up medwatch will be submitted.